Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation.

Event description:
Incident as reported: cholecystectomy - "the patient had 2 clips on cystic artery which did not close. They had to stop an hemorrhagy and put clips from a competitor which work well. They say that they had to re operate the patient (it looks immediately after the procedure) they tried 3 other devices of the same lot and they think the closer of the clip is insufficient. No patient injury."